Manufacturer narrative:
(B)(4). D10: biomet part number 11-104108 mlry-hd por fmrl 8x145mm lot number 128190. Biomet part number 139252 m2a-magnum 42-50mm tpr insrt-6 lot number 902500. G2: foreign - event occurred in canada. H6: proposed component code : mechanical (g04) - head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient with hip dysplasia underwent an initial left total hip arthroplasty. Subsequently, patient developed pain and underwent a revision approximately 15 years post-implantation. During the procedure, encountered trochanteric bursitis, bead disassociation from the cup with cup dislodgement and erosion through the anterior column, metal stained tissues, and a pseudo capsule. The cup, head, and taper were all revised without complication. Attempts have been made and no further information has been provided.